Event description:
It was reported that during the gastrectomy, the cdh29b device did not perform a complete anastomosis when firing the staples, i.e. The anastomosis leaked. The operator was forced to take another circular stapler (from a competitor). No patient consequences. There was no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4 batch # unk. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch #317c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: firing the device with an unsecured anvil will result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. While closing the device, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. To close the device, turn the adjusting knob clockwise. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 317c52, and no non-conformances were identified.